Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced and calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's battery pack would not work and a precharge error message was displayed. No pt injury was reported.